Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation. It is reasonable to assume that these cuttings resulted from the explant procedure. Blood penetrated the lead in the cut areas. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The values of the parameters measured during the electrical analysis of the lead proved to be within the technical specifications. In summary, cuttings in the insulation were observed, which resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this atrial lead was removed from service two days post implant due to no pacing output. No adverse patient effects were reported.